Event description:
It was reported, that the subject device displayed b30 scope communication error. The issue occurred, during the preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable unit damage a definitive root cause could not be identified. Based on the results of the investigation: it was likely that the error b30 occurred due to the damaged cable unit. The most probable cause of the complaint is cause traced to component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed b30 scope communication error. The issue occurred during the preparation for use for an unspecified procedure. There were no reports of patient harm.